Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during a peroral endoscopic myotomy (poem) procedure for afagia performed on (B)(6) 2025. During the procedure, the clip was removed from its packaging and passed through the working channel without problem. The physician positioned on the defect and instructed to open and close the clip. Although it sounded like the clip had been released, it was not deployed correctly. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.